Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient showed some ¿blueish¿ discoloration on the back and neck twelve days post-therapy. This patient has since been discharged and they are following up with pediatrician on status of skin. Treatment was provided. But it was unknown what treatment was provided. Additional information was received from the sales rep via email on 12aug2020. The representative met with the entire neonate intensive care unit team and reviewed the data as well as their internal process. It was concluded the arctic sun did not cause harm to the patient and the culprit was registered nurse's neglecting to reposition infants in a timely manner. Their hypoxic ischemic encephalopathy (hie) protocol stated repositioning q6 and national association of neonatal nurse's (nann) guidelines, as well as published clinical data, clearly states repositioning q2. The patient completed therapy and was discharged. The pediatrician validated that the skin looked great with no further issues.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "materials that are contacting the patient¿s intact skin are not biocompatible". It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient showed some ¿blueish¿ discoloration on the back and neck twelve days post-therapy. This patient has since been discharged and they are following up with pediatrician on status of skin. Treatment was provided. But it was unknown what treatment was provided. Additional information was received from the sales rep via email on 12aug2020. The representative met with the entire neonate intensive care unit team and reviewed the data as well as their internal process. It was concluded the arctic sun did not cause harm to the patient and the culprit was registered nurse's neglecting to reposition infants in a timely manner. Their hypoxic ischemic encephalopathy (hie) protocol stated repositioning q6 and national association of neonatal nurse's (nann) guidelines, as well as published clinical data, clearly states repositioning q2. The patient completed therapy and was discharged. The pediatrician validated that the skin looked great with no further issues.